Event description:
This case was a tricuspid repair/replacement. A size 30 mm annuloplasty ring was given to the surgeon and would not seal properly. A size 28 mm annuloplasty ring was given and would not seal. After tee, decision was made to replace with size 29 mm pericardial valve. Surgeon stated suture made loop around post and leaflets would not function properly. Valve mechanism to prevent this not working. Replaced with new 29 mm pericardial tissue valve.